Event description:
Distributor contacted dexcom technical support on (B)(6)2015 to report on behalf of patient no audio output from the receiver that occurred (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.